Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the high voltage coil impedance is high on the right ventricular (rv) epicardial lead. A coil fracture is suspected. A lead replacement was advised. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicates the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range and a lead impedance out of range alert. An out of tolerance sub-threshold lead impedance alert occurred on (B)(6) 2012 and (B)(6) 2014. A maximum defibrillation active can impedance rises from 102 ohm the week ending (B)(6) 2014 to greater than 250 ohm the week ending (B)(6) 2014. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.